Event description:
Harmonic hd 1000i shears integrated hand piece 5mm 36 cm, ref #harhd36, lot #p94625, exp date: 10/31/2022, malfunctioned, error message, replaced instrument. Instrument immediately replaced with new instrument. Packaging and instrument saved for MFR, and sent to spd with packaging.